Manufacturer narrative:
The reported incident that cannulated self-tapping compression screw fixos ø3.5mm / l36mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on complaints history, one of the most possible root cause is that the surgeon applied too much torque when inserting the screw. Please note that the operative technique (fix-st-3-en fixos forefoot & mid-foot screw system op tech) reads: ''general warning : -excessive rotation speed during screwing and drilling could lead to excessive heat generation excessive torque applied during screwing can lead to screw head or screw driver damage and can make screw extraction difficult. This could lead to extended bone damage which could require additional specific measures (additional surgery, change of surgery method, revision surgery) [page 7]'' [original statement(s)]. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation ./will be reassessed. Device not returned.

Event description:
Three screws broke upon insertion. Smart toe did not expand and hold. Drill bit from anchorage set broke in bone. Not on hardware.